Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using a px slim delivery microcatheter and ruby coil's. During the procedure, the physician believes that the rotating hemostatic valve (rhv) may have kinked the px slim delivery microcatheter which prohibited it from advancing smoothly. A wire was able to pass through the px slim delivery microcatheter; however, the px slim would not traverse into the iliac artery. The physician exchanged the px slim delivery microcatheter which was able to reach the iliac artery. As the physician attempted to advance a ruby coil, the coil would not enter all the way into the px slim delivery microcatheter. The ruby coil was getting stuck before the back hypo tube would enter the px slim; therefore, the physician was unable to get any pushability. The px slim delivery microcatheter was flushed; however, the incident occurred again. Another ruby coil was used and this coil could not get the orange covering sheath to pull back on the system. It felt as if it was glued onto the delivery system. This happened with four more ruby coils, for a total of six coils that had a sticking issue. During this procedure, the physician was able to place four ruby coils without a sticking complication. This was done intermittently during the procedure.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. There were kinks approximately 5.0 cm, 75.0 cm, 77.0 cm from the proximal end of the pusher assembly. The coil was intact with the pusher assembly. There was damage approximately 3.5 cm from the distal end of the first introducer sheath. There was damage approximately 8.0 cm from the distal end of the second introducer sheath. There was damage along the entire length of the coil. Conclusion: the complaint has been evaluated. The complaint indicated that a px slim delivery microcatheter (px slim) was kinked, likely by a rotating hemostasis valve (rhv) being overtightened. A second px slim was used to deliver coils. The complaint further indicated that multiple coils were getting stuck, either at the hypotube or the introducer sheath while being inserted through the px slim. Evaluation of the returned devices revealed that there were multiple kinks along the length of the pusher assembly, and there was damage along the entire length of the coil. This type of damage typically occurs when the device is improperly handled. Repeated attempts to insert or remove the device against resistance may lead to the damage observed. There was damage near the distal ends of both returned introducer sheaths. This damage is characteristic of over-tightening of the rhv onto the introducer sheath. If the physician over-tightened the rhv, it is likely that damage such as this will occur. Subsequently, attempting to deliver any coils through a damaged introducer sheath may lead to damage observed in the coil. These devices are 100% functionally tested during in-process inspection. The px slim 90 and px slim 45 mentioned in the complaint were not returned for evaluation. Only one out of the six coils mentioned in the complaint, and only two of the associated introducer sheaths were returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00818, 00820, 00821, 00822, 0823 and 00824.